Event description:
It was reported the customer was having problems with the vertical lift column. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty vertical lift power supply. System operates as intended.